Event description:
Customer stated that they went to enter their blood glucose readings and the numbers kept scrolling. Customer reported that they went hiking and had the insulin pump clipped to their bra prior to the incident. Customer stated that the buttons on the insulin pump were unresponsive and sweat was noticeable on the screen. Customer's blood glucose reading at the time of the call was 46 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.